Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of passing and the last blood glucose recorded in meter or insulin pump was unknown. Caller stated that the customer died due to insulin shock and low blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump did not have battery when receive. Unit passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked battery tube threads.